Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). No intervention was performed. The patient's condition is unknown.